Manufacturer narrative:
H10: the customer reported that the device experienced a constant alarm issue, and the alarm could not be adjusted. Multiple attempts have been made on(B)(6) 2023 to try to obtain further information about this case, but no response was received from the customer or service engineer. It is unknown if the reported issue was confirmed, and the outcome of the reported issue could not be determined. No further information could be obtained. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the interface was always alarming, and the alarm could not be adjusted. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.